Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that within about 16 days of the implant procedure, the right ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.